Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported there is possible hole in the gastric band, the patient isn't losing weight, despite various fills. The surgeon says he didn't remember nicking the band when inserting it. The band remains implanted. There are plans to replaced the band. Additional follow up is being conducted. If additional details become available a 3500a supplemental will be sent.